Event description:
The customer reported discrepant test results between ih-cell I-ii and ih-panel 11. Sample (B)(6) yielded a positive test result in ih-cell I-ii on (B)(6) 2025 using their ih-1000 instrument, sn (B)(6) (please also refer to report 9610824-2025-00024). The sample was tested the same day using ih-panel 11 on their ih-1000 instrument, sn (B)(6) (this report) and all results were negative. Retention samples of the current lots of the allegedly defective ih-cells and ih-panel cells used by the customer were tested in our quality control laboratory. As part of the complaint testing, 6 (six) various known antibody samples and 2 (two) antibody free donor plasma were tested on the ih-1000. Since the affected reagent red cell lot has already expired, testing was carried out with the current ih-panel 11 lot 9522011. In addition, all samples were tested with ih-ceil I-ii-iii. The testing was carried out with the batch of ih-card ahg anti-igg, that was also used by the customer.all tested antibodies reacted specifically and could be identified without exception using ih-cell I-ii-iii and ih-panel 11. We cannot confirm the discrepancies between abs and abid results complained by the customer. The investigation of both instruments showed that the image from ih-1000, sn (B)(6) (this report) is clearly positive and the interpretation is justified. The report at hand, filed for instrument sn (B)(6) was submitted because it was initially not clear which of the two instruments gave an incorrect result. After completing our investigation of this complaint, it became apparent that this complaint does not meet the reporting criteria because the ih-1000, sn (B)(6) did not show an incorrect result.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepant test results between ih-cell I-ii and ih-panel 11. Sample (B)(6) yielded a positive test result in ih-cell I-ii on (B)(6) 2025 using their ih-1000 instrument, sn (B)(6) (please also refer to report 9610824-2025-00024). The sample was tested the same day using ih-panel 11 on their ih-1000 instrument, sn (B)(6) (this report) and all results were negative. The investigation of both instruments and the respective reagents used is still ongoing.